Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the femoral stem associated with this report was not received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
28mm+5 m-spec metal femoral head would not move freely within the self-centering bi-polar head (28mmx47mm) . Patient dislocated and sustained a slight trochanter fracture. Patient underwent a revision of 2 day old hemiarthroplasty to exchange parts.